Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." (B)(4).

Event description:
It was reported that the patient had the catheter in for four weeks. The patient had complained of leaking. Upon removal of the catheter, one side of the balloon was very wrinkled, while the other was inflated. Another catheter was used to test the balloon outside of the body and it was observed that only one side, the side that was not wrinkled, would inflate. No patient injury was reported.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 used foley catheter for evaluation. The exterior of the sample was visually inspected, and did not find any evidence of a failure that would support the reported event. Per the functional testing, the balloon was inflated with air while submerged in water and it was noted that there were no air bubbles leaking from the catheter. The sample was then inflated with 10ml of water and a leak test was performed. On the seventh day, the balloon was fully inflated with no signs of leaking. Dissected and inspected the rubberize layer and confirmed no leakage along the rubberize layer of the lumen. The returned sample met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A review of the device labeling is adequate to prevent the reported event. Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the patient had the catheter in for four weeks. The patient had complained of leaking. Upon removal of the catheter, one side of the balloon was very wrinkled, while the other was inflated. Another catheter was used to test the balloon outside of the body and it was observed that only one side, the side that was not wrinkled, would inflate. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had the catheter in for four weeks. The patient had complained of leaking. Upon removal of the catheter, one side of the balloon was very wrinkled, while the other was inflated. Another catheter was used to test the balloon outside of the body and it was observed that only one side, the side that was not wrinkled, would inflate. No patient injury was reported.